Manufacturer narrative:
Internal complaint reference: (B)(4). Comparison of clinical effects of pfna and intertan in the treatment of osteoporotic intertrochanteric fractures in elderly. Liu xiaolei, wangyan, tian jiwei,ding zhiyong, orthopaedic biomechanics materials and clinical study, jiangbei, china 2021. Doi: 10.3969/j.issn.1672-5972.2021.02.011.

Event description:
It was reported that on literature review "comparison of clinical effects of pfna and intertan in the treatment of osteoporotic intertrochanteric fractures in elderly", 2 patients had coxa vara. It is unknown how it was addressed. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient condition. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.